Event description:
Following post-dilation of the stent blood flow was slowed by debris, which was caught in the filter basket. The patient started to develop aphasia and right-sided hemiparesis. A male patient was consented to the study in 2008. The index procedure was completed on the next day, and patient was symptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. The vessel was described as moderately calcified and tortuous. The rate of stenosis was 90%. An angioguard distal protection device was deployed distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of the target lesion and then post-dilated. There was no malfunction with the stent. Following post-dilation of the stent blood flow was slowed by debris, which was caught in the filter basket. The patient started to develop aphasia and right-sided hemiparesis. The physician then inserted an aspiration catheter and suctioned the debris from the filter and blood flow returned to normal. The aphasia resolved and the right-handed weakness returned to baseline. The procedure was completed. Post-procedure medication was aspirin and clopidogrel. The patient left the angio suite neurologically intact. The patient was discharged on two days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2008-00153 and 9616099-2008-01377.